Manufacturer narrative:
This report is associated with 1819470-2025-00023 since there is more than 1 device implicated. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 20may2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported that his humapen savvio device was "not working properly because the plunger was not pushing the medication out". The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number 1503v03, manufactured march 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review did not identify any atypical findings with regard to injection screw/ratchet not moving issue. There is evidence of improper use. The patient used the device while visually impaired and based on the date the device was manufactured (march 2015), the device was likely beyond the recommended use life. It is unknown if these misuses are relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by two consumers who contacted the company to report adverse events and product complaints (pc), concerned a 65-year-old (at the time of initial report) male patient of an unknown origin. Medical history included diabetes, blood pressure and hypertension since 2003. Concomitant medications included unspecified medicines for the treatment of diabetes, amlodipine 5mg for hypertension and unspecified multivitamin for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml) from cartridge via reusable devices, humapen luxura, burgundy and humapen savvio graphite devices, at a dose of 8 international units (iu), 10 iu,12 iu, 15 iu and 20 iu at morning and evening, via an unknown route, for the treatment of diabetes, beginning on an unknown date in 2013 (or 2015, discrepant dates provided). On an unknown date, while on the insulin lispro therapy, he experienced hyperglycemia. His vision was impaired (vision was poor), and approximately in 2020 (or in 2022), he had eye surgery during which intraocular lenses were implanted, but he still had difficulty in seeing and he believed it was part of the consequences of glucose (possible blood glucose abnormal). He went to the ophthalmologist and his ophthalmologist suggested to remove his retina and placed intraocular lenses. On an unknown date in 2022, he had undergone prostate surgery (exact date and reason not provided) due to which had been hospitalized for four days, and during that time were given a different insulin than insulin lispro. He was recovered from the surgery and resumed their usual treatment. He experienced tachycardia and was hospitalized for two days. He was taking metoprolol for tachycardia. On an unknown date, his devices were not working properly because the plunger was not pushing the medication out (pc number: (B)(4)/lot number: 0809b02 and pc number: (B)(4)/lot number: 1503v03). He stored the devices in refrigerator and was using devices since 2015 (improper use). The events of visual impairment and blood glucose abnormal were considered as serious by the company due to medically significant reason. Information regarding further hospitalisation details and corrective treatment was not provided. He recovered from hyperglycemia and outcome of event visual impairment was not recovered while the outcome of the remaining event was unknown. The status of insulin lispro therapy was dose increased. The operator of humapen luxura, burgundy and humapen savvio graphite devices was unknown, and his/her training status was not provided. The general devices and the suspect devices model were started to use in mar-2015. The status of suspect devices was not provided, and they were not returned to the manufacturer. The reporting consumers did not relate the event of visual impairment and did not know the relatedness assessment of the remaining event with insulin lispro therapy while did not provide the relatedness of remaining events with insulin lispro therapy. The reporting consumers did not provide relatedness assessment of the events with both suspect devices. Update 22-apr-2025: information received on 15-apr-2025 and 16-apr-2025 were processed together. Edit 30apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 30apr2025: updated product from humapen luxura unknown body to humapen luxura, burgundy item code ms9662. Corresponding fields and narrative updated accordingly. Edit 14-may-2025: upon review of the information received on 15-apr-2025, updated the name suspect device in narrative. Update 20-may-2025: additional information was received from initial reporting consumer on 15-may-2025. Added one serious event of tachycardia and one non-serious event of hyperglycemia. Added medical history, concomitant medication and corrective treatment. Added information regarding prostate surgery and hospitalisation details in the event description. Removed medical history of tachycardia. Updated narrative with new information. Update 20may2025: additional information received on 14may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Recoded the suspect device humapen savvio unknown to humapen savvio graphite. Added device age and date of manufacturer for both suspect devices. Corresponding fields and narrative updated accordingly. Edit 22-may-2025: upon review of the information received on 15-apr-2025, added one concomitant device. Edit 29-may-2025: upon review of information dated 15-may-2025, added information regarding tachycardia hospitalization, hyperglycemia and prostate surgery and hospitalisation details in the narrative. Added updated statement of 15-may-2025 in the narrative. No other changes were made to the case.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumers who contacted the company to report adverse events and product complaints (pc), concerned a 65-year-old (at the time of initial report) male patient of an unknown origin. Medical history included diabetes, tachycardia and blood pressure. Concomitant medications included unspecified medicines for the treatment of diabetes, tachycardia and blood pressure. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml) from cartridge via reusable devices, humapen luxura, (unknown pen body type) and humapen savvio (unknown color) devices, at a dose of 8 international units (iu), 10 iu,12 iu, 15 iu and 20 iu at morning and evening, via an unknown route, for the treatment of diabetes, beginning on an unknown date in 2013. On an unknown date, while on the insulin lispro therapy, his vision was impaired (vision was poor), and approximately in 2022, he had eye surgery and had received intraocular lenses, but he still had difficulty in seeing and he believes it was part of the consequences of glucose (possible blood glucose abnormal). He went to the ophthalmologist and his ophthalmologist suggested to remove his retina and placed intraocular lenses. His devices were not working properly because the plunger was not pushing the medication out (pc number: (B)(4)/lot number:0809b02 and pc number: (B)(4)/lot number: 1503v03). He stores the devices in refrigerator and was using devices since 2015 (improper use). The events of visual impairment and blood glucose abnormal were considered as serious by the company due to medically significant reason. Information regarding further corrective treatment was not provided. The outcome of the event of visual impairment was not recovered while the outcome of the remaining event was unknown. The status of insulin lispro therapy was dose increased. The operator of humapen ergo ii, luxura burgundy devices was unknown, and his/her training status was not provided. The general devices and the suspect humapen ergo ii, luxura burgundy devices and suspect devices model duration was unknown, however it was started to use in (B)(6) 2015. The status devices was not provided, and their return status was expected. The reporting consumers did not relate the event of visual impairment with insulin lispro therapy while did not know the relatedness assessment of the remaining event with insulin lispro therapy. The reporting consumers did not provide relatedness assessment of the events with both suspect devices. Update 22-apr-2025: information received on 15-apr-2025 and 16-apr-2025 were processed together. Edit 30apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 19-aug-2025 in the b.5. Field. No further follow-up is planned. No further follow-up is planned. This report is associated with 1819470-2025-00023 since there is more than 1 device implicated. Evaluation summary a consumer reported that his humapen savvio device was "not working properly because the plunger was not pushing the medication out". The patient experienced abnormal blood glucose. The investigation of the returned device (batch number 1503v03, manufactured march 2015) found the device met functional requirements. No malfunction was identified. There is evidence of improper use. The patient used the device while visually impaired and based on the date the device was manufactured (march 2015), the device was likely beyond the recommended use life. It is unknown if these misuses are relevant to the event of abnormal blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by two consumers who contacted the company to report adverse events and product complaints (pc), concerned a 65-year-old (at the time of initial report) male patient of an unknown origin. Medical history included diabetes, blood pressure and hypertension since 2003. Concomitant medications included unspecified medicines for the treatment of diabetes, amlodipine 5mg for hypertension and unspecified multivitamin for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml) from cartridge via reusable devices, humapen luxura, burgundy and humapen savvio graphite devices, at a dose of 8 international units (iu), 10 iu,12 iu, 15 iu and 20 iu at morning and evening, via an unknown route, for the treatment of diabetes, beginning on an unknown date in 2013 (or 2015, discrepant dates provided). On an unknown date, while on the insulin lispro therapy, he experienced hyperglycemia. His vision was impaired (vision was poor), and approximately in 2020 (or in 2022), he had eye surgery during which intraocular lenses were implanted, but he still had difficulty in seeing and he believed it was part of the consequences of glucose (possible blood glucose abnormal). He went to the ophthalmologist and his ophthalmologist suggested to remove his retina and placed intraocular lenses. On an unknown date in 2022, he had undergone prostate surgery (exact date and reason not provided) due to which had been hospitalized for four days, and during that time were given a different insulin than insulin lispro. He was recovered from the surgery and resumed their usual treatment. He experienced tachycardia and was hospitalized for two days. He was taking metoprolol for tachycardia. On an unknown date, his devices were not working properly because the plunger was not pushing the medication out (pc number: (B)(4)/lot number: 0809b02 and pc number: (B)(4)/lot number: 1503v03). He stored the devices in refrigerator and was using devices since 2015 (improper use). The events of visual impairment and blood glucose abnormal were considered as serious by the company due to medically significant reason. Information regarding further hospitalisation details and corrective treatment was not provided. He recovered from hyperglycemia and outcome of event visual impairment was not recovered while the outcome of the remaining event was unknown. The status of insulin lispro therapy was dose increased. The operator of humapen luxura, burgundy and humapen savvio graphite devices was unknown, and his/her training status was not provided. The general devices and the suspect devices model were started to use in (B)(6) 2015. The status of suspect devices was not provided, and they were not returned to the manufacturer. The reporting consumers did not relate the event of visual impairment and did not know the relatedness assessment of the remaining event with insulin lispro therapy while did not provide the relatedness of remaining events with insulin lispro therapy. The reporting consumers did not provide relatedness assessment of the events with both suspect devices. Update 22-apr-2025: information received on 15-apr-2025 and 16-apr-2025 were processed together. Edit 30apr2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Edit 30apr2025: updated product from humapen luxura unknown body to humapen luxura, burgundy item code ms9662. Corresponding fields and narrative updated accordingly. Edit 14-may-2025: upon review of the information received on 15-apr-2025, updated the name suspect device in narrative. Update 20-may-2025: additional information was received from initial reporting consumer on 15-may-2025. Added one serious event of tachycardia and one non-serious event of hyperglycemia. Added medical history, concomitant medication and corrective treatment. Added information regarding prostate surgery and hospitalisation details in the event description. Removed medical history of tachycardia. Updated narrative with new information. Update 20may2025: additional information received on 14may2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome for (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, improper use and storage reiterated as yes for (B)(4), malfunction reiterated as unknown for (B)(4) and device return status updated to not returned to manufacturer. Recoded the suspect device humapen savvio unknown to humapen savvio graphite. Added device age and date of manufacturer for both suspect devices. Corresponding fields and narrative updated accordingly. Edit 22-may-2025: upon review of the information received on 15-apr-2025, added one concomitant device. Edit 29-may-2025: upon review of information dated 15-may-2025, added information regarding tachycardia hospitalization, hyperglycemia and prostate surgery and hospitalisation details in the narrative. Added updated statement of 15-may-2025 in the narrative. No other changes were made to the case. Update 19aug2025: additional information received on 15-aug-2025 and 18-aug-2025 from the global product complaint database and processed together. Entered device specific safety summary (dsss) investigation outcome (B)(4). Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, malfunction from unknown to no and device return status to returned to manufacturer for (B)(4). Improper use and storage reiterated as yes for (B)(4). Added date of date returned to manufacturer for both humapen savvio and humapen luxura devices. Corresponding fields and narrative updated accordingly.